Event description:
It was reported the 512x was used during a gastric banding. It was reported by the affiliate the trocar was being used for the optical access. The distal tip of the cannula of the trocar crumbled in many little pieces after the procedure. It is not known at this time if all the pieces were removed successfully. There was no consequence to the pt.

Manufacturer narrative:
Trackin #.49288. Date sent: 10/26/1998. D5,6; h4: info not available. Endopath disposable surgical trocar: based upon inquiry info rec'd and visual examination, the reported event was confirmed. Two sleeves were rec'd with the tube broken. No functional test was performed. No conclusion could be reached as to how the sleeves had broken.